Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that during filling with medicine (remicade), the nurse discovered that a vented paclitaxel set was leaking by the filter. The medicine was lost and the set was rinsed with nacl. The event occurred before use. There was no report of patient involvement, patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection was performed and no deviations were observed. The reported condition was confirmed during gravity flow testing. The leak was found to be from the filter. The cause was determined to be defective raw material for the filter. The supplier, of the raw material, has been notified of the issue. In order to correct the issue, awareness training has been performed and increased inspection has been implemented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.